Event description:
It was reported by the doctor, she tried to insert the PICC line 3 times but unable to insert the same. As per doctor line coiled due to "some defect" and the guidewire was missing at the end of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.